Event description:
It was reported that the implant was removed due to the patient noting numbness and nerve injury.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One 3i t3® non-platform switched tapered implant 6 x 11.5mm (bost611) was returned for investigation. Visual evaluation of the as returned product identified signs of use but no apparent signs of malfunction. The device could not be functionally tested for the reported failure/event (medical: other ¿ numbness/nerve injury/paresthesia). However, dimensional analysis has confirmed that the product was within specification when it left zimvie. Pre-existing condition noted in the per was high bone density ¿type I. The reported device had been placed on tooth #19 for approximately 1 month. X-ray & picture evaluation: none provided. Appropriate documentation was reviewed. DHR review for the lot (2020120541) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op#0210) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (2020120541) for similar events and no other complaint was identified. November post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did not occur, and the reported event could not be verified as the exact details of event and patient anatomical conditions were unknown/unverifiable.